Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose level. The customer¿s blood glucose level at the time of incident was 400 mg/dl. Customer's blood glucose at the time of call was 361 mg/dl. The customer was treated with insulin pump. Customer performed troubleshooting for high blood glucose. The customer also stated that the insulin pump had insulin flow block alarm and insulin was exited. The insulin pump will not be returned for analysis.